Manufacturer narrative:
(B)(4). Additional: the sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) regarding an interlink retractable t-connector extension set. The customer stated that when the nurse went to flush a patient's IV, the IV fluid sprayed out from the tubing right below the "butterfly". The process step was during patient use. It was reported by the customer that a patient incident report was completed but there is no information regarding the report and/or patient incident. No additional information is available.